Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: right-mentor memorygel, 300cc silicone breast implant,catalog number: 507300mc serial number:(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 300cc silicone breast implants which the left side ruptured after implantation. Patient states she went to her doctor because her breasts were crooked. Doctor schedules replacement surgery on (B)(6) 2019 and during surgery noticed the leak at the seal of the left breast. As a result patient underwent removal and replacement with non mentor device on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor received the device for analysis. Device evaluation summary: during evaluation of the sample was observed a tear at the union between patch and shell of the implant also a crease was observed on posterior aspect. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The crease/fold are consistent to continuous and sustained stresses to the device such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device related to this complaint was received on 8/5/2019 under a different complaint file. After follow up, mentor became aware on 8/8/2019 that the device belonged to this complaint file and manufacturer's report number (B)(4). As a result, supplemental report 1 for this complaint file was not late. Manufacturer¿s reference number: (B)(4).